Event description:
The patient was being prepared for transport from a hospital to another location and had just been transferred to the impact 754 portable ventilator system when it gave an "no gas" or "compressor failure" alarm and stopped delivering gas to the patient. The patient was quickly transferred back to the hospital ventilator while another 754 device was obtained and prepared for use. The end user reported there were no serious injury to the patient as a result of the incident. Though it was reported that serious injury to the patient did not occur, it was reported that the unexpected behavior of the ventilator caused the need to switch the patient back to the hospital ventilator while another portable ventilator could be obtained. We have submitted this as a serious injury event because this switch in ventilation equipment was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated (all parameters were within specification). There was some damage to the device (transducer and exhalation valve fittings) which were replaced as part of the periodic maintenance. The device had been serviced by a non-impact entity prior to the event. Periodic maintenance, calibration and functional testing were performed at impact following the event. The unit was returned to the end user after it tested within specification.